Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported that the buttons are unresponsive since the week before. The insulin pump was not dropped, bumped or exposed to moisture. Blood glucose value was 190 mg/dl. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump is out of warranty and will not be replaced or returned for analysis.